Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of the medical records provided by the pt's attorney: (B)(6) 2006 - repair of large midline incisional hernia with composix mesh. Following surgery she had a prolonged ileus. On (B)(6) 2006 - open cholecystectomy with intraoperative cholangiogram. Adhesions from her previous ventral hernia repair were taken down sharply.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided were limited. However, there is no indication in them that a device failure occurred or that the mesh was explanted. It was noted during a cholecystectomy procedure five months after implant that there were adhesions from the previous ventral hernia repair. While it is unclear whether this referred to adhesions in the area of the repair or to the mesh itself, adhesions are listed as a potential adverse reaction in the product's instructions for use. No lot number has been provided; therefore, no manufacturing review could be performed. We have contacted the initial reporter to obtain additional info. If additional info is provided, a supplemental MDR will be submitted.